Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the safety disk was faulty and that there was a possible intermittent issue with the tidal disk. The fse replaced the safety disk and tidal disk and noted that the iabp unit was working within factory specifications. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during training with the customer, the cardiosave intra-aortic balloon pump (iabp) generated a low vacuum, catheter restriction and autofill failure alarms and a constant hissing noise was heard. There was no patient involved and no adverse event was reported.